Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the drill, and a f/u report will be submitted.

Event description:
It was reported that the doctor began using the device to remove wisdom teeth, but as the procedure continued, the handpiece became increasingly hotter in his own hand. The procedure was completed with another device, and there was no reported pt or user injury.